Event description:
It was reported that multiple occlusion alarms occurred. There was no impact to the customer's blood glucose level. The customer changed the pump supplies to address the occlusions.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.